Event description:
We received a report that during the implantation of an zcb00 22.5 intraocular lens (iol) the surgeon decided to remove the iol (a reason was not provided); the lens had not been fully implanted. A vitrectomy was performed. After the vitrectomy the surgeon felt that the zcb00 was not a proper fit. No other information was provided.

Manufacturer narrative:
Labeled for singe use: yes. In the initial MDR, the incorrect answer was given. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed surface scratches, surface residuals (fiber/particles) on the lens compatible with the handling the lens out of a sterile environment. The manufacturing record review indicated that all process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. Review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Left blank as the intraocular lens was not fully implanted and thus could not have been explanted. All pertinent information available to the manufacturer has been submitted. Placeholder.